Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that a ventilator displayed recurring ¿exhalation obstructed¿ alarms during patient ventilation. The device had passed the tightness test and flow sensor calibration prior to use, and a new breathing set was installed. The alarms occurred shortly after the start of ventilation and intermittently during operation on two consecutive days. Ventilation continued, and no patient harm was reported, no additional device required reported. The customer requested clarification regarding the alarms. The investigation to verify the allegation is still in progress.